Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced leg weakness, balance problems, and collapse. After 6 hours, the son found the patient on the floor. The cgm (continuous glucose monitor) was showing signal loss and the blood glucose reading by the son was below 40 mg/dl. The son treated the patient with glucagon, and he recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine and stable. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.